Manufacturer narrative:
Na.

Event description:
Customer complained about discrepant inr results between coaguchek xs meter (B)(4) and a lab using the stago reagent. At 11:00 am, the result was 7.1 inr. The patient was immediately retested using a new finger on the same meter and the result was 7.1 inr. The patient had a lab test done at 12:30 pm and the result was 4.0 inr. There was no allegation of an adverse event. The patient is not anemic and does not have antiphospholipid antibodies. Patient is not on heparin or direct thrombin inhibitors. The patient had no new illness or diet changes. Customer did not know if the patient had any medication changes prior to the tests. Patient had no symptoms of a high inr. Retention test strips (286323) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.